Event description:
During service by baxter, the colleague infusion pump was found to contain a malfunction of "constant air in line alarm during accuracy test, when no air is present in tubing." This event occurred during product evaluation. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. This device utilizes user interface module master software version 6.13.90 categorized as remediated.

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The device has not been previously sent into service for the reported condition. (B)(4).

Manufacturer narrative:
The reported condition of constant air in line alarm during accuracy test, when no air is present in tubing was confirmed through evaluation. The reported condition is due to a faulty phm (pump head module). No repairs were made as this is a baxter owned device and will be permanently removed from service. (B)(4)